Event description:
It was reported that the patient was having low battery alarms while connected to the mobile power unit (mpu). The patient changed their own system controller, which did not resolve the alarms. The alarm resolved when the patient switched from mpu to battery power. The patient presented to the clinic stating they were having backup battery alarms. It was unclear what date the controller exchange occurred. Log files for both controllers were attached for review. The log file for the original controller hsc-092238 (backup) captured an assortment of alarms on 01aug2024 between 15:48:53 & 15:54:14. During this time there appeared to be a problem with the mpu voltages. No issues were noted while the patient had been on battery power. Log files of the patient current controller (primary) were reviewed. This log file did not capture any voltage issues when on battery or connected to the power module. There were no instances in this log file where the patient was connected to an mpu

Manufacturer narrative:
A4: patient weight not provided. Pending follow-up with account/site/customer. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Patient weight was requested but not provided. Section d6a: correction; the mpu is not implanted and therefore does not have an implant date section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of low battery and no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log files. The event log file from (B)(6) contained information spanning approximately ~ 1 hour on (B)(6) 2024 (15:07:21 to 16:12:21 per timestamp). At approximately 15:49, a power source exchange was performed and the controller was transferred from 14v battery power to the mobile power unit. While connected to the mobile power unit, a multitude of atypical low power, power cable disconnect, and no external power alarms were observed. These atypical alarms activated due to the relative state of charge and voltage of both power cables simultaneously dropping below their expected values. The controller¿s backup battery activated as intended and supplied power to the pump in the absence of external power; pump operation was not affected by the observed alarms. The driveline was disconnected from (B)(6) at 15:54:14 on (B)(6) 2024, which is consistent with its reported exchange. The event log file from the patient¿s new primary controller, (B)(6), contained information spanning ~1.5 hours on (B)(6) 2024 (11:45:21 to 13:09:59 per timestamp). Throughout this timeframe, the controller was not connected to the mobile power unit, and no atypical events were observed. The periodic log file from the new controller revealed that at 15:56:20 on (B)(6) 2024, a no external power alarm was active. It cannot be conclusively determined if the controller was connected to the mpu at this time; however, this alarm could be related to the provided information that the patient was experiencing low battery alarms on that date. Multiple attempts were made to obtain information regarding the troubleshooting of the event, but no response was received. To date, the mobile power unit (serial number: unknown) has not returned for analysis. The root cause of the observed alarms was determined to be a loss of power while the controller was connected to the mpu; however, a further root cause cannot be conclusively determined through this analysis. The device history records of the mobile power unit could not be reviewed, as its serial number was not provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.